Event description:
Revision surgery - the glenoid head and screws were loose. As a result, they were floating in the patient's shoulder. The surgeon switched from a 32 to a 40 mm head to alleviate the tension.